Event description:
Impossible to secure the catheter in place: impossibility to turn the compression cap on the camino bolt. Another kit was used. No pt injury was reported. Additional information was received in march 2004. A correspondence was received in march 2004 with the vigilance report. The report indicated this was a near incident, the device could not be screwed into place on the pt. A new device was used to monitor the pt.